Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a nurse practitioner that a vns pt underwent a full revision surgery due to high impedance. Good faith attempts to obtain additional info regarding pt's high impedance have been unsuccessful to date. Manufacturer received the suspected lead and product analysis is currently underway.